Manufacturer narrative:
Unit received with blank display, problem isolated to pcb1 board. No heating up noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify low battery alert due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was ended in one day use. The customer stated that the there was hot case in battery compartment place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.